Manufacturer narrative:
Concomitant medical products: d224drg ICD, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the start of a scheduled device change out procedure, the right atrial lead did not capture and the p-waves were noted to be low. On x-ray, the lead appeared to be pulled back near the superior vena cava. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.